Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the repair of a radial posterior meniscus tear, the tip of the needle broke off. The broken piece remained in the patient´s knee. The surgery was finished successfully with a different device (ar-4580). It was not necessary to switch the surgical technique or do a second surgery.